Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
Only the implant coil was returned and the evaluation could not determine the cause of the event.(B)(4).

Event description:
During the procedure, it was reported that friction was experienced when the physician advanced the coil through the microcatheter. Upon withdrawal of the coil to examine, it was found detached outside of the patient. No injury was reported with the patient as a result of the procedure.